Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. Investigation. The following allegations have been investigated: aorta perforation, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation/embedment. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2016, per a report from computed tomography; ¿the filter is tilted posterior right with its proximal cone against the ivc wall. The anterior strut penetrates 10 mm through the ivc wall. The left strut penetrates 15 mm through the ivc wall. It penetrates into the aorta. The posterior strut penetrates 8 mm through the ivc wall. The right strut penetrates 9 mm through the ivc wall. The left arm strut penetrates 15 mm through the ivc wall. The right arm strut penetrates 29 mm through the ivc wall. The anterior arm strut penetrates 12 mm through the ivc wall.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. The following allegations have been investigated: vc/organ perforation, difficult to retrieve, complex abdominal removal, back pain, embedment, swelling, limited mobility, trouble breathing. The reported allegations have been investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Perforation was previously investigated however, it does not change the results of the investigation. Unknown if the reported complex abdominal removal, back pain, embedment, swelling, limited mobility, trouble breathing, are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the left femoral venous system due to post deep vein thromboses. Patient is alleging vena cava and organ perforation, migration, fracture, device is unable to be retrieved, complex open abdominal removal, back pain, and embedment. The patient further alleged pain, swelling, cannot walk far or climb stairs, trouble breathing. Open-abdominal device retrieval (B)(6) 2017 due to device failure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k) k171712. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on (B)(6) 2014, [pt] underwent several procedures which included the removal of the blood clots, removal of the initial celect filter, and implantation of a second cook celect filter. In (B)(6) 2016, [pt] began experiencing severe back pain. On (B)(6) 2016, he underwent a computed tomography (CT) scan. Due to concern raised by this CT scan regarding the placement of [pt]'s cook celect filter, [pt] was referred for further treatment. [Pt]'s physician suspected the [pt]'s back pain may have been caused by the cook celect filter and performed a transjugular venogram procedure to determine whether the cook celect filter could be removed endoluminally or if the [pt] would be required to endure an open abdominal surgery. During the transjugular venogram, the [pt]'s physician determined multiple filter struts had migrated since the filter was placed, with several perforating more than a centimeter outside the wall of the [pt]'s vena cava. It was specifically noted that some of the struts "do seem to extend close to the spinous processes." The physician determined it was unsafe to attempt endoluminal removal of the cook celect filter as a result of the strut perforations. Thereafter, [pt]'s physician scheduled an open abdominal removal procedure in (B)(6) 2017 to remove the cook celect filter and to repair the damage caused to [pt]'s ivc. Prior to the open abdominal surgery, [pt]'s physician expressed concern that the filter had potential for serious vascular injury as the struts were abutting major vascular structures - one "encroach[ed] on the right renal artery" and another "appeared to be within the aorta itself." During the open abdominal surgery, [pt]'s surgeon was only able to remove eleven of the twelve cook celect filter struts - four anchoring struts and seven secondary struts. Despite undergoing this risky surgery to remove the device, a fractured filter strut remains retained in [pt]'s body." Patient outcome: it is alleged that "[pt] is now at risk for future filter strut migrations to major organs such as the heart and lung. For the rest of his life, [pt] will require ongoing medical care and monitoring and may ultimately require additional surgery in an attempt to remove the retained filter strut. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting his ability to engage in activities of daily living. Furthermore, [pt] has incurred substantial medical expenses as a result of cook's defective device, and, on information and belief, he will continue to incur substantial medical expenses in the future."